Event description:
Patient reported they had stimulation in their feet and they had an irregular heartbeat. Patient stated they went to sit on something metal and felt an electric shock up their back. Patient had lower back pain and sciatic nerve issues. Patient was just watching the game and was feeling fine then all of a sudden they felt stimulation in their feet and heart started beating really fast. Patient stated yesterday when they felt stimulation in their feet and their heart starting beating fast it felt like someone was controlling her stimulation. Patient had to call an ambulance who confirmed heart beat was irregular. Heart was normal by the time they reached hospital. Patient felt electricity in feet and it felt like the device. Patient was advised to decrease the stimulation but they didn't want to decrease stimulation because then they had accidents. Patient went to sit on something metal and they felt an electric shock up her back. Patient had back surgery in july and they had to come up the steps using their back so when they did this then it was painful and she felt electricity. Patient also had the bulging discs in their neck and back, lower back pain and sciatic nerve issues but patient thought that they should not be related to device. Patient was advised to make an appointment with doctor to check the device. Additional information received from patient as they reported that on (B)(6) 2016, they went to see the doctor and reported that when they sit on the metal chair then they felt the shock go up to their back and patient was told that it might happen when they bumped the wrong way. Next appointment on (B)(6) 2016, during watching the game, they felt like someone just turned their interstim to all the way up because they could feel electricity through out the whole body and their chest just started beating so rapidly and thought that they would die. Patient had abusive relationship. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.